Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: the balloon size printed on the balloon hub of the catheter identified the returned sample as a 8 mm x 4 cm balloon. The balloon was examined under microscopic magnification (10x) and fiber disturbance was noted 1.0 cm from the distal tip. No kinks or other anomalies were noted at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The inflation hub was connected to an in-house inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting the balloon at the distal end. The balloon was stripped of its fibers. A longitudinal rupture was observed 1.1 cm from the distal tip. The rupture was examined under microscopic magnification (10x) and the rupture was measured to be 0.5 cm in length. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: a complete manufacturing review could not be conducted as the investigation is lot number unknown. The device was returned. The device was examined under magnification and frayed fibers could be seen on the distal cone of the balloon, confirming the investigation for frayed material. An attempt was made to inflate the balloon, however water was seen exiting the balloon. A longitudinal rupture was seen on the balloon, confirming the investigation for material rupture. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 25 atm. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: the balloon size printed on the balloon hub of the catheter identified the returned sample as a 8mm x 4cm balloon. The balloon was examined under microscopic magnification (10x) and fiber disturbance was noted 1.0cm from the distal tip. No kinks or other anomalies were noted at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The inflation hub was connected to an in-house inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting the balloon at the distal end. The balloon was stripped of its fibers. A longitudinal rupture was observed 1.1cm from the distal tip. The rupture was examined under microscopic magnification (10x) and the rupture was measured to be 0.5cm in length. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The device was examined under magnification and frayed fibers could be seen on the distal cone of the balloon, confirming the investigation for frayed material. An attempt was made to inflate the balloon, however water was seen exiting the balloon. A longitudinal rupture was seen on the balloon, confirming the investigation for material rupture. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 25 atm. There was no reported patient injury.